Event description:
The lead involved in this MDR report was explanted 22 months after implant because of a low impedance. Memory data from the ICD which was connected to this lead showed that: numerous noisy episodes were recorded; 59 shocks were delivered since the implantation according to statistic counters.

Manufacturer narrative:
(B)(4) 2008. This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.